Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced low blood glucose levels on (B)(6) 2026 as patient was not disconnected during the rewind/prime sequence. The low blood glucose levels were treated by carbs intake. No further information available.